Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error and no delivery alarms with their insulin pump. The customer's blood glucose level at the time of incident was 394 mg/dl. The customer states their levels have gone from 32mg/dl to over 500mg/dl. The customer treated the high with bolus and the low with juice. The customer was assisted with troubleshoot for no delivery was conducted, and the customer was advised to return set for analysis. Troubleshoot for motor error was conducted. The device was found to have passed the self-test. The customer was advised alarms may have been caused by site issues. The customer was advised to change out the entire infusion set and monitor the device. The customer reported recurring motor error and motor position encoder error alarm. The customer was advised the pump would be replaced and returned for analysis.